Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the day the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 56 mg/dl and the bg meter reading was 230 mg/dl. The patient was experiencing dizziness, was diaphoretic, and hot. The patient self-treated with a glucose tablet (although this is contradictory treatment for a bg meter reading of 230 mg/dl). After this, the patient lost consciousness. Upon waking up, the patient was told the police had called an ambulance, who had to break into the patient¿s home to help her. Police also called the patient¿s son to inform him of the incident. Emergency medical services took the patient to the emergency room where the patient was given unspecified ¿shots.¿ the patient could not recall all the specifics of this event due to losing consciousness and being alone during the event. The patient was discharged home later the same day. The patient was feeling weak but was ¿alright¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.